Event description:
Rep reported that pt had a microvalve that needed adjustment. After an MRI the surgeon unsuccessfully tried to reprogram a valve. It was verified by x-ray that the valve had not moved. The surgeon attempted to reprogram again and during the second attempt it was noted that the components in the valve housing had fallen apart. The surgeon noted that during the first programming attempt the valve was intact and then during the second attempt the components had disassembled.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.